Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 115 mg/dl. A bolus of insulin was delivered to address the 115 mg/dl bg level. As the occlusions had occurred prior to contacting tandem technical support, a system check to determine a possible cause of the occlusions was unable to be performed.